Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided photos for investigation. The manufacturing site (tecomet) reports: "per customer submitted information the DHR for the alleged defective instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, kenosha, wi facility as part of a (B)(4) pc. Lot in may of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. This instrument has not been returned for review or evaluation but per submitted pictures shows someone holding the applier and then holding the jaws and it appears that they are slightly misaligned in the closed position. We are only able to partially validate the alleged complaint based on the submitted pictures. We are unable to determine what caused the jaws to be slightly misaligned but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed."

Event description:
It is reported that prior to use, "applier is misaligned". No patient involvement.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It is reported that prior to use, "applier is misaligned". No patient involvement.